Event description:
It was reported that during pre-discharge check of this left ventricular (lv) lead it was noted that the lead was not capturing. Moreover, a chest x-ray was performed and result showed that the lead was dislodged. Hence, this lv lead was explanted. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirmed allegation of failure to capture based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. On the other hand, dislodgement was not confirmed as evidence from the field and product analysis were insufficient to verify dislodgement. Further, a no problem detected conclusion was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.